Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Loan kit sent to customer with foreign matter on the trays - no patient impact.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this complaint was not returned for examination. Photo evidence provided was reviewed and found the tray has a foreign substance on it. However, a delivery service issue could not be confirmed, based on the provided information. It is unknown, if the instrument tray was received this way. Additionally a crack is visible on the tray. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed, as no lot number was provided for this device. Corrected: h6 (device code).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not returned for examination. Photo evidence provided was reviewed and found the device had a foreign substance on it, confirming the reported allegation. Additionally a crack is visible on the device. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Event description:
No item and lot number available for the trays, these are the trays that the items are placed within. No patient impact so no surgical delay, 3 trays involved.